Manufacturer narrative:
The customer stated unidentified fluid was leaking out of back of instrument, but could not find the source. Service visited on (B)(4) 2011. The field service engineer (fse) examined the hydro area, but could not find any signs of recent leakage, and was unable to reproduce the issue. The customer was to monitor and call back if the leak re-occurs. No further leaking complaint filed as of (B)(4) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from synchron lx 20 pro clinical system. No injury was reported and there was no effect to patient or user.